Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During the eval, the upstream sensor had cracks on the upstream sensor tail pins, which have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the 'upstream occlusion' message. There was not pt involvement.